Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after eating without announcing a meal, with blood glucose rising from approximately 123 mg/dl to a confirmed peak of 328 mg/dl and remaining elevated for about 2.5 to 3 hours before trending down as the ilet delivered correction. Symptoms included nausea and tingling hands. Outcomes included no alerts from the device, no need for outside assistance, and no medical intervention or hospitalization. Investigation included a guided troubleshooting call, confirmation of glucose values by fingerstick, site inspection with no leakage or damage observed, and review of use of a contact detach infusion set. Investigation of this case revealed a user-related missed meal announcement resulting in expected postprandial hyperglycemia, with device correction functioning and no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to a missed meal announcement.